Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that high impedances were measured on electrode 11. All electrodes paired with 11 had impedances of greater than 20,000 ohms. The implantable neurostimulator (ins) was being interrogated prior to getting an MRI. The ins was programmed using electrodes 10 and 11 and the patient was receiving good therapy. No symptoms were reported. No patient complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received froma health care provider (hcp) via a manufacturer representative reported the cause of the high impedances was not determined. No falls or trauma was reported. No additional troubleshooting was done since the patient was getting good therapy without using the electrodes that had out of range impedances. No additional actions or interventions were taken or planned. The high impedances were not resolved.

Manufacturer narrative:
Mfg site ID updated to (B)(4). Information references the main component of the system and other applicable components are: product ID 3708660, serial# (B)(4), product type extension. Product ID 3708660, serial# (B)(4), product type extension.